Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump reservoir read that the volume was zero, however, there was 17 ml remaining in the cassette when the patient returned to have the pump removed; there was no patient injury.